Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 51 year old male patient needing mechanical circulatory support. While on impella support, complainant reported the patient was having frequent suction alarms. The complainant also reported the patient had a hematoma at the impella sheath site; manual pressure was held to compress. Impella support weaned from p9 to p6; flows optimal at 2.6. Impella site re-dressed and manual pressure held over site. Unable to place fem-stop d/t impedance of venous cannula flow. Heparin on hold due to supra therapeutic ptt.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.